Event description:
It was reported that the tubing of a small volume infusor had a foreign object. This was observed during the process of adding the drug prior to patient use. The particulate matter was a black spot found inside of the pathway. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 7, 2024 ¿ march 9, 2024. The actual device was received for evaluation. Visual inspection was performed on the sample and an orange particle, embedded in the material of the tubing line was noted. A fourier transform infrared spectroscopy (ftir) was performed, and the particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material. The particle was molded within the material of the tubing line and was not in the fluid path. Fragment of burnt pvc (orange particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related. However, the embedded pm was not in the fluid path and is unlikely to cause harm. This issue does not impact the sterile pathway and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.